Event description:
The customer's mother reported that her daughter's blood glucose, carbohydrate intake and insulin history. At 8:40 pm, the pod was deactivated. She noticed the cannula was out of her skin and the cannula appears to have a "fold" in it.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.